Manufacturer narrative:
Service instructed customer to perform a precision run and calibrate the probe as the cv% was out of scope. The customer calibrated the sample probe as instructed to resolve the issue. The arc i1000sr mod (list number 01l86-01) was deemed the likely cause for the false elevated stat troponin results. No additional discrepant patient results have been reported since the activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the issue for the product. The architect i1000sr erratic result rates were within acceptable limits with no trends identified. Device history record review did not identify any non-conformances. Labeling was reviewed and adequately addresses the complaint issue. Based on the investigation, no systemic issue or deficiency of the architect i1000sr, serial number (B)(6), was identified.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient processed on the architect i1000sr. A physician questioned the result and the sample was then centrifuged again and repeated and a lower result was obtained. The following data was provided: sid (B)(6). Initial result = 0.323 ng/ml repeat result on this analyzer after sample was spun again = <0.010 ng/ml repeated on another analyzer after respin = <0.010 ng/ml customer¿s reference range is <=0.010 ng/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.